Manufacturer narrative:
(B)(4). Photographic analysis: two photos were provided; due to the quality of the pictures provided it was not possible identify or confirm the complaint. Based on the photos reviewed, the event describe cannot be confirmed. Please refer to the device analysis for full analysis details and conclusion.

Manufacturer narrative:
(B)(4). Batch # r5785u. Device analysis: the analysis found that one pse60a device was returned with no apparent damage and with eight cartridge reloads present. The reloads (b, c, f, g, h, I) were received fully fired. The reloads (d, e) were received fully fired with damage on cartridge deck. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife and cartridge is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Cartridges b, c: ecr60b, r57289, fully fired. Cartridges d, e: ecr60b, r57289, fully fired, staples plow. Cartridges f, g: ecr60b, p58k7c, fully fired. Cartridge h: ecr60d, r57h0p, fully fired. Cartridge I: ecr60g, r57j0m, fully fired. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process. Additional information was requested, and the following was obtained: "did the patient have permanent damage?" No. "Did the patient need hospitalization or had hospitalization prolonged due to a product problem?" No. Did the patient need to be re-operated to avoid or correct any damage?" No. Did the patient have any serious damage?" No. Can you please provide more event details? The release of staples was triggered, however, the compression of the stapler was not sufficient to hold the fabric and the staples were being released, but incorrectly, one above the other. The blade was fired too, but the stapling came out incorrectly. At the end of the stapling, the fabric became rough. Did the device lock-out (no staples deployed and no cut line started)? It was not blocked, but was fired and released incorrectly. Or, did the device partially fire (start to deploy staples and cut but could not be completed)? The clamp was closed one over the other because the compression was not made correctly and at the time of the release of the clips, the fabric slid forward. Did the device deliver any staples? The clips were delivered, but one above the other. If yes, were the staples properly formed in the proper closed b-formation? It was closed in the form of b but as there was no compression in the tissue one clamp was closing on top of the other without tissue. If the stapler did fire the staple line complete? The staple line was fired completely, are non-homogeneous and staples without fabric, one screwed into the other. Is the current patient status known? Yes, patient is well. Was there any consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain. No, patient is fine. During the procedure the doctor made a smear on the stapling line that was not performed with the stapler.

Event description:
During stapling with the blue load, the jaw of the stapler did not do the compression correctly, and the stomach that was between the jaw retreated back and the stapler did not do the stapling, and released staples trapped between them, and therefore the doctor had to perform an over suture. Doctor was very dissatisfied with the patient and is worried that reoperation will not occur. There were no patient consequences. Procedure: lap gastric sleeve.